Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous proximal left circumflex artery. The physician advanced the 2.5 x 20mm taxus element mr stent delivery system to the lesion but was unable to cross. The physician tried advancing the device using a "co-catheter", but the attempt was unsuccessful. Eventually the distal edge of the stent became flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).